Event description:
It was reported that during an unknown procedure when the surgeon tried to pull dissector out of trocar, but it was stuck. No adverse patient consequences were reported.

Manufacturer narrative:
Information was not provided by the initial contact. That analysis results found that only the sleeve of the device sleeve was returned. Upon visual inspection the sleeve of the trocar was observe to be broken. The stopcock was also broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.